Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on totally extraperitoneal procedure, the balloon did not inflate. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that only the insufflation bulb, inflation syringe, obturator and dissector balloon were received. A functional evaluation found that the dissector balloon could not be inflated, a leak was detected and a small cut was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut balloon may occur due to contact with sharp instruments. The IFU cautions: "care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments.¿ the root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.